Manufacturer narrative:
The returned device was evaluated and internal corrosion was noted in the received device, mainly on the batteries and traces of corrosion on pcb. Bottom and middle batteries were measured to be low. During leak test, fluid was found leaking through a tear on the unexposed portion of the soft cannula. This internal fluid leakage was the source of corrosion inside the device. This damage to soft cannula affected the insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level rose to over 200 mg/dl. As treatment the patient administered insulin and removed the pod. The patient's blood glucose and insulin history are as follows: (B)(6).